Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62812. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the slider on the injector was sticking against the xen®45 gts. There was no eye contact. Surgery was completed with another xen.